Event description:
It was reported that the customer did get extra bolus deliveries. The mother stated that the insulin pump delivered 4.0 units and 3.0 units without pressing the buttons. The mother stated that the customer's blood glucose was 198 mg/dl. The bolus history was reviewed and the insulin pump showed both deliveries. The customer's mother did not want to replace the insulin pump, but will do a set change and monitor the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.